Manufacturer narrative:
Based on information provided, it cannot be determined if the alleged bleeding event that required chemical cauterization is related to activ.a.c.¿ therapy system. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ infection, trauma, radiation, patients without adequate wound hemostasis; patients who have been administered anticoagulants or platelet aggregation inhibitors; patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient¿s clinical presentation, rather than a fixed schedule.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient's family member: the patient allegedly had blood coming out of the wound. On (B)(6) 2018, the following information was reported to kci by the nurse: the patient's medical records indicated the patient went to the emergency room on (B)(6) 2018. The physician noted 2 small venous blood vessels and chemical cauterization was performed. Vac therapy was re-applied. It is unknown if vac therapy caused or contributed to the bleeding event. The nurse stated the patient is normally on an anticoagulant, but the patient had a high inr on (B)(6) 2018 and the physician ordered not to take anticoagulant for 2 days. No additional information is available. On (B)(6) 2018, the device passed quality control (qc) checks and met specifications before placement with the patient. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2018, the device was tested in kci quality engineering per qc procedures and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.